Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (INS) for urinary/bowel dysfunction. It was reported that the new implant seemed to be stronger than the previous implant. The manufacturer representative (rep) set it on 1.0mA on program 2 and it was fine initially. They slept that night and the next day they did not have any problem. The following day they went back and sat down in their favorite chair which and the moment they leaned back in that chair it was like someone shocked them with a cattle prod. They turned it down and then back up again and that same thing happened. If they bent their lower back in a certain way the stimulation felt much stronger. The patient reported they had to decrease amplitude to a comfortable level to be able to tolerate sitting down in that particular chair. The agent reviewed positional changes could affect stimulation sensation and that the patient should keep amplitude at a comfortable level and discuss any additional concerns with their managing physician. The patient shared that their bladder had more issues as they aged so they were working on treatments with their managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.